Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000e us where a windows screen popped out during patient use. The unit failed and stopped. The patient was bagged then transferred to a new ventilator. No patient harm reported. The customer confirmed that there was no patient harm associated with the reported event.